Event description:
The device was used during an unspecified procedure. Reportedly, the instrument would not fire. The surgeon used another instrument to complete the procedure. The hospital has reported that no pt injury occurred.